Manufacturer narrative:
Reader (B)(6)has been returned and investigated with known good strips. Visual inspection has been performed on the returned reader and no issues were observed. Reader did not powered on with button press, strip or usb cable insertion. The reader was connected to pc; however reader didn't recognized. Visually inspected the usb/charging cable and no issues were observed; all results were within specifications. The reader was de-cased and liquid contamination was observed. Therefore, issue is not confirmed to use. Visual inspection was performed on the power adapter and no issues were observed. Performed load test on the returned power adapter and results were within specification range. Power adapter was passing the test. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with button press or strip insertion. Due to this issue, the customer was unable to monitor glucose levels and felt very weak with a headache. The customer obtained an unspecified low reading from another adc device and was treated with yogurt and marmalade provided by third-party. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the adc device would not power on with button press or strip insertion. Due to this issue, the customer was unable to monitor glucose levels and felt very weak with a headache. The customer obtained an unspecified low reading from another adc device and was treated with yogurt and marmalade provided by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned reader (B)(6). Was investigated. The reader was visually inspected and no issues were observed. Reader did not turned on with button, strip or usb cable insertion. Reader was connected to pc and reader was not recognized. The usb/charging cable was visually inspected and no issues were observed. Usb/charging cable passed all testing. Reader was de-cased and visual inspection has been performed. Liquid contamination was observed. Therefore, issue is not confirmed due to user error. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with button press or strip insertion. Due to this issue, the customer was unable to monitor glucose levels and felt very weak with a headache. The customer obtained an unspecified low reading from another adc device and was treated with yogurt and marmalade provided by third-party. There was no report of death or permanent injury associated with this event.